Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #: 55811015545, 510k #: k122433, UDI: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent corpectomy surgery for l1 burst where screw insertion was performed at th12/l1/l2 using posterior fusion technique. Post op, the screw on the right side of l2 broke. The patient underwent revision surgery for the removal of the implant. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis result: visual microscopic visual review confirms screw breakage ~3 threads down from the base of the bone screw neck. Visual and microscopic examination of the area of fracture initiation did not identify a pre-existing surface defect near the area of crack origination that could contribute to crack propagation. Significant fracture surface damage. Microscopic examination of the undamaged portions of the fracture surface identified a fairly flat fracture surface with some indication of multiple ratchet marks near the area of crack propagation, and gently convex progressive striations through the cross-sectional area of the bone screw, consistent with cyclic fatigue. If information is provided in the future, a supplemental report will be issued.